Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic, pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in iud insertion date ( (B)(6) 2011) as per pfs. She received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded / bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: this case become incident, new events abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding and psych injury was added. Patient date of birth was added. Reporter causality comment was added. Device insertion date update and removal date was added. Nondrug treatment was added. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), pelvic pain ('physical pain/ chronic, pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. History of smoking. Concomitant products included nsaids from 19-nov-2010 to 25-mar-2011 and paracetamol (acetaminophene) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), depression ("depression / psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet) and surgery (robotic assisted:laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the endometritis, depression, vaginal haemorrhage, female sexual dysfunction, anxiety, migraine, dyspareunia, vaginal discharge and weight decreased outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in iud insertion date ((B)(6) 2011) as per pfs. She received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Coils in cavity r 5, l 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded/ bilateral occlusion. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Pathology test - on (B)(6) 2011: cervix and endocervix,: mild chronic endocervicitis. Nabothian cyst no dysplasia or malignancy is identified. Endometrium: proliferative endometrium with glandular and stroma) breakdown. No hyperplasia or malignancy is identified. Myometrium; no adenomyosis or leiomyoma is identified. No malignancy is identified. Uterine serosa: benign mesothelium-lined cysts. Right fallopian tube: accessory fallopian tube (gross). No malignancy is identified. Left fallopian tube: no malignancy is identified. Ultrasound abdomen - on (B)(6) 2011: normal appearing pelvic sono; essure coils seen in proper locations. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, genital hemorrhage, menorrhagia, pelvic pain and abdominal pain. Concerning the injuries reported in this case, the following ones was reported via patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received. Event psych injury was updated to depression. New event: endometritis, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), mental anguish, migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, weight loss were added. Onset date of the event pelvic pain, menorrhagia and dysmenorrhea (cramping) were added. Reporter information, medical history, treatment, concomitant drug and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.